Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator active exhalation valve failed alarm occurred. It was reported that a decrease in spo2 occurred and the pt was manually ventilated with a ambu. It was also reported that other than a decreased spo2, no other harm occurred, and that the pt recovered on (B)(6) 2023. The error was reported to have been confirmed by the salesperson when the machine was replaced. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator active exhalation valve failed alarm occurred. It was reported that a decrease in spo2 occurred and the pt was manually ventilated with a ambu. It was also reported that other than a decreased spo2, no other harm occurred, and that the pt recovered on (B)(6) 2023. The error was reported to have been confirmed by the salesperson when the machine was replaced. The ventilator was returned to the manufacturer for evaluation and the malfunction was not duplicated, however customer¿s complaint was confirmed in the error log. The device was disassembled and checked but there was no visible anomaly. Final test was performed and it was ensured that the device did not have any anomaly. The system pca and proportional valve were replaced preventively. The followings were tests performed and normal operations were ensured: final test, battery checking, valve checking, a test run, cleaning.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator active exhalation valve failed alarm occurred. It was reported that a decrease in spo2 occurred and the pt was manually ventilated with a ambu. It was also reported that other than a decreased spo2, no other harm occurred, and that the pt recovered on (B)(6) 2023. The error was reported to have been confirmed by the salesperson when the machine was replaced. The ventilator was returned to the manufacturer for evaluation and the malfunction was not duplicated, however customer¿s complaint was confirmed in the error log. The device was disassembled and checked but there was no visible anomaly. Final test was performed, and it was ensured that the device did not have any anomaly. The system pca and proportional valve were replaced preventively. The followings were tests performed and normal operations were ensured: final test, battery checking, valve checking, a test run, cleaning.the system board and proportional valve were sent for further testing. The system board was tested and confirmed the e-133 error codes in the event log but was unable to duplicate the error code. The lab was unable to duplicate the alleged failure of the trilogy evo system pca. Visual inspection found no defects. The proportional valve was tested, and the lab was unable to duplicate any failure. The lab was able to put the test bed in active w/pap and ran on the evo test station without any alarms or failures. Pil has determined that the proportional valve functions as designed.